Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead had a high out of range pace impedance measurement that was greater than 2500 ohms. Noise, thought to be electromagnetic interference, and a high capture threshold were also observed. This rv lead was ultimately abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.